Event description:
It was reported that the right ventricular lead exhibited oversensing noise. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited oversensing noise. The lead was explanted and replaced. The patient was in stable condition.